Event description:
It was reported that the lead had a sudden drop in r-wave. The device was then reprogrammed to a tip-to-coil configuration for the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.